Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened but with original package, lot # 73f1500229 was confirmed with sample. During visual inspection the components looked well assembled (in good conditions), no stuck clips in jaws. Functional inspection: applier was activated and one clip was loaded, closed & released, then applier was fired several times and a total of 9 clips were loaded, closed & released properly. No quality issues were found during functional testing. Samples received did not confirm the defect reported by the customer "loading issues" during visual inspection. A functional inspection was performed with the remaining clips received (9 clips), the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1500229 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.